Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket b1 in drawer 2.2 had failed and was unable to recover. A field service engineer (fse) addressed a ghost error on drawer 2.2, pocket b1, which did not appear in storage space recovery. The fse logged into admin, ran hardware test application, ejected the pocket, rebooted the application, logged back into admin, reinserted the pocket, and restarted the station. The application started and recognized the pocket. The customer was able to inventory the pocket, and the broken drawer front was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket b1 in drawer 2.2 had failed and was unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.